Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had an instance where they were struck by lightning. The patient stated it threw them across the trailer park, after which it shut the whole unit (implant) down. The patient stated they ¿got to where they couldn¿t pee real good¿ and noticed they kept feeling like they were getting shocked real bad, which felt like stinging. The patient stated a representative was informed, and the implant was replaced. The patient stated the implant was almost bent in half from the incident. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.